Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced syncopal-like symptoms and was admitted to the hospital. Review of their system revealed high right ventricular (rv) lead threshold measurements. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.